Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. The customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained. There was no reported adverse impact to the customer's blood glucose level.